Event description:
It was reported that the layers of the stabilization device came apart causing the competitor's nasogastric tube to migrate without notice. As a result, the hospital staff alleged that fluid was inadvertently put into the patient's airway which resulted in the patient aspirating. The ng tube was removed as the patient reportedly experienced respiratory deterioration and as a result the patient was suctioned, a nasopharyngeal airway was inserted and a chest x-ray was taken. After the patient was successfully treated relative to the aspiration issue, a new ng tube was inserted and no further complications were reported.

Manufacturer narrative:
No sample was provided for the company's evaluation. This device is received from a supplier and incoming qa performs visual and functional inspections on the finished device. Manufacturing/packaging personnel inspect for any obvious defects during final packaging of the device. A review of the internal rejects history and incoming qa records showed there have been no rejections written for the reported failure mode over the last twelve months. The instructions for use state: "remove oil and moisturizer from targeted skin area. Apply skin prep to the targeted device area for skin protection and enhanced pad adherence". Allow to dry completely." If the skin is not allowed to dry completely, the device will not adhere to the nose nor to the ng tube. The ng tube is designed to aspirate the contents of the stomach. Based upon the event description where it is stated that "fluid was inadvertently put into the patient's airway which resulted in the patient aspirating", it is apparent that the clinician did not verify the correct placement of the ng tube prior to injecting the fluid.